Manufacturer narrative:
This report is filed february 13, 2015.

Event description:
Per the clinic, the electrode lead was unintentionally removed by the patient's ent physician, subsequently, the device was explanted on (B)(6) 2014. Re-implantation is planned but has not taken place as of the date of this report, december 16th, 2014.

Manufacturer narrative:
(B)(4).